Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt had a ventral hernia repair (B)(6) 2011. Approx a month later the pt acquired an infection. The infection was treated. The pt was brought back into the hospital on (B)(6) 2012 for a wound wash out due to infected mesh. The doctor washed out the wound, and took a couple pieces of the mesh out to culture and sent back one piece of the mesh. Pt currently has a wound vac and expected to stay in the hosp until granulation takes place. Procedure: wound wash out, infected mesh.